Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (of fallopian tube)"), device expulsion ("migration of essure: right essure coil migrated to uterine cavity/ migration of essure device location of device: right essure coil migrated to uterine cavity"), perforation ("perforation (other) (not specified)") and genital haemorrhage ("bleeding / abnormal bleeding") in a 28-year-old female patient who had essure (batch no. 626220, 626287, 626905) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included amitriptyline hydrochloride (elavil), gabapentin and piroxicam (flexirox). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). In 2008, the patient had essure inserted. On (B)(6) 2008, 4 months 3 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced uterine infection ("infection in uterus/ infection (bladder/urinary tract/vaginal) type: infection in uterus") and cystitis ("cystitis"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain, depression ("depressed/ psychological or psychiatric condition: depression."), artificial menopause ("menopause was triggered by hysterectomy/ hormonal changes describe: menopause was triggered by the hysterectomy"), scar ("excessive scar tissue") and abdominal distension ("constant bloating/ gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("extreme debilitating menstrual pain / dysmenorrhea/ dysmenorrhea (cramping)") and dysuria ("urinary burning / dysuria"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia/ autoimmune disorder type of disorder: fibromyalgia/ reproductive system disorder or condition type of disorder or condition: fibromyalgia"). In (B)(6) 2015, the patient experienced migraine ("migraines / chronic migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced skin irritation ("skin irritation/ allergic or hypersensitivity type: skin irritation"), skin exfoliation ("peeling away from fingernails/ allergic or hypersensitivity type: skin peeling away from fingernails") and onychomalacia ("weakening of fingernails/ allergic or hypersensitivity type: weakening of fingernails"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), anxiety ("anxious/ psychological or psychiatric condition: anxiety."), feeling abnormal ("brain fog"), allergy to metals ("nickle allergy"), back pain ("back pain / low back pain"), urinary hesitation ("frequency an hesitance"), vulvovaginal pain ("shooting pain in vaginal pain"), rubber sensitivity ("allergic response to latex"), drug hypersensitivity ("allergy blisters") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy(full) , salpingectomy, oophorectomy), surgery (full hysterectomy), surgery (full hysterectomy) and surgery (undergo a total hysterectomy with bilateral salpingooophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device expulsion, perforation, dyspareunia, menorrhagia, fibromyalgia, alopecia, artificial menopause, uterine infection, cystitis, nausea, feeling abnormal, allergy to metals, skin irritation, skin exfoliation, onychomalacia, dysuria, urinary hesitation, vulvovaginal pain and endometriosis outcome was unknown, the genital haemorrhage, vaginal haemorrhage, scar, back pain, rubber sensitivity and drug hypersensitivity had resolved and the dysmenorrhoea, anxiety, depression, migraine, headache, weight increased and abdominal distension had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, artificial menopause, back pain, cystitis, depression, device expulsion, drug hypersensitivity, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fallopian tube perforation, feeling abnormal, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, onychomalacia, perforation, rubber sensitivity, scar, skin exfoliation, skin irritation, urinary hesitation, uterine infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, bleeding, cramping, and dyspareunia, among other symptoms. (B)(6) 2008 surgical removal of coils- hysteroscopic sterilization via essure technique. Right fallopian tube 2013 full hysterectomy, everything removed (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. On (B)(6) 2008, hysterosalpingogram test showed, unilateral occlusion -left tube occluded and migration of essure device. Successful occlusion of left fallopian tube with essure device. But essure device in the right fallopian tube was displaced in the uterine cavity. Most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet received,reporter information added. Events were clubbed with previously reported events. Events: bladder disorder, urinary tract disorder, burning sensation, endometriosis were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (of fallopian tube)"), device expulsion ("migration of essure: right essure coil migrated to uterine cavity/ migration of essure device location of device: right essure coil migrated to uterine cavity"), perforation ("perforation (other) (not specified)"), uterine infection ("infection in uterus/ infection (bladder/urinary tract/vaginal) type: infection in uterus") and genital haemorrhage ("bleeding / abnormal bleeding") in a 28-year-old female patient who had essure (batch no. 626220,626287,626905) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included amitriptyline hydrochloride (elavil), gabapentin and piroxicam (flexirox). In 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). On (B)(6) 2008, 4 months 3 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) and cystitis ("cystitis"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain, depression ("depressed/ psychological or psychiatric condition: depression."), artificial menopause ("menopause was triggered by hysterectomy/ hormonal changes describe: menopause was triggered by the hysterectomy"), scar ("excessive scar tissue") and abdominal distension ("constant bloating/ gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("extreme debilitating menstrual pain / dysmenorrhea/ dysmenorrhea (cramping)") and dysuria ("urinary burning / dysuria"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia/ autoimmune disorder type of disorder: fibromyalgia/ reproductive system disorder or condition type of disorder or condition: fybromyalgia"). In (B)(6) 2015, the patient experienced migraine ("migraines / chronic migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced skin irritation ("skin irritation/ allergic or hypersensitivity type: skin irritation"), skin exfoliation ("peeling away from fingernails/ allergic or hypersensitivity type: skin peeling away from fingernails") and onychomalacia ("weakening of fingernails/ allergic or hypersensitivity type: weakening of fingernails"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), anxiety ("anxious/ psychological or psychiatric condition: anxiety."), feeling abnormal ("brain fog"), allergy to metals ("nickle allergy"), back pain ("back pain / low back pain"), urinary hesitation ("frequency an hesitance"), vulvovaginal pain ("shooting pain in vaginal pain"), rubber sensitivity ("allergic response to latex"), drug hypersensitivity ("allergy blisters") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy(full) , salpingectomy, oophorectomy), surgery (full hysterectomy), surgery (full hysterectomy) and surgery (undergo a total hysterectomy with bilateral salpingooophrectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device expulsion, perforation, uterine infection, dyspareunia, menorrhagia, fibromyalgia, alopecia, artificial menopause, cystitis, nausea, feeling abnormal, allergy to metals, skin irritation, skin exfoliation, onychomalacia, dysuria, urinary hesitation, vulvovaginal pain and endometriosis outcome was unknown, the genital haemorrhage, vaginal haemorrhage, scar, back pain, rubber sensitivity and drug hypersensitivity had resolved and the dysmenorrhoea, anxiety, depression, migraine, headache, weight increased and abdominal distension had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, artificial menopause, back pain, cystitis, depression, device expulsion, drug hypersensitivity, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fallopian tube perforation, feeling abnormal, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, onychomalacia, perforation, rubber sensitivity, scar, skin exfoliation, skin irritation, urinary hesitation, uterine infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, bleeding, cramping, and dyspareunia, among other symptoms. (B)(6) 2008 surgical removal of coils- hysteroscopic sterilization via essure technique right fallopian tube 2013 full hysterectomy, everything removed (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. On (B)(6) 2008, hysterosalpingogram test showed, unilateral occlusion -left tube occluded and migration of essure device. Successful occlusion of left fallopian tube with essure device. But essure device in the right fallopian tube was displaced in the uterine cavity. Batch number: 626220 expiration date: 2009-10 manufacture date: 2007-11. Batch number: 626287 expiration date:2009-11 manufacture date:2007-12. Batch number: 626905 expiration date: 2010-03 manufacture date: 2008-04 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (of fallopian tube)"), device expulsion ("migration of essure: right essure coil migrated to uterine cavity"), perforation ("perforation (other) (not specified)") and genital haemorrhage ("bleeding / abnormal bleeding") in an adult female patient who had essure (batch no. 626905, 626220, 626287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. In (B)(6) 2008, the patient experienced skin irritation ("skin irritation"), skin exfoliation ("peeling away from fingernails") and onychomalacia ("weakening of fingernails"). On (B)(6) 2008, the patient had essure inserted. In 2017, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme debilitating menstrual pain / dysmenorrhea"), dyspareunia ("dyspareunia"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), alopecia ("hair loss"), menopause ("menopause was triggered by hysterectomy"), uterine infection ("infection in uterus"), cystitis ("cystitis"), migraine ("migraines / chronic migraines"), headache ("headaches"), nausea ("nausea"), feeling abnormal ("brain fog"), allergy to metals ("nickle allergy"), weight increased ("weight gain"), scar ("excessive scar tissue"), abdominal distension ("constant bloating"), back pain ("back pain / low back pain"), dysuria ("urinary burning / dysuria"), urinary hesitation ("frequency an hesitance"), vulvovaginal pain ("shooting pain in vaginal pain"), rubber sensitivity ("allergic response to latex") and drug hypersensitivity ("allergy blisters"). The patient was treated with surgery (undergo a total hysterectomy with bilateral salpingooophrectomy). Essure was removed in 2013. At the time of the report, the fallopian tube perforation, device expulsion, perforation, dyspareunia, vaginal haemorrhage, menorrhagia, fibromyalgia, alopecia, menopause, uterine infection, cystitis, nausea, feeling abnormal, allergy to metals, skin irritation, skin exfoliation, onychomalacia, scar, dysuria, urinary hesitation and vulvovaginal pain outcome was unknown, the genital haemorrhage, dysmenorrhoea, back pain, rubber sensitivity and drug hypersensitivity had resolved and the anxiety, depression, migraine, headache, weight increased and abdominal distension had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, back pain, cystitis, depression, device expulsion, drug hypersensitivity, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, feeling abnormal, fibromyalgia, genital haemorrhage, headache, menopause, menorrhagia, migraine, nausea, onychomalacia, perforation, rubber sensitivity, scar, skin exfoliation, skin irritation, urinary hesitation, uterine infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, bleeding, cramping, and dyspareunia, among other symptoms. (B)(6) 2008 surgical removal of coils- hysteroscopic sterilization via essure technique right fallopian tube 2013 full hysterectomy, everything removed (per pfs) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. On (B)(6) 2008, hysterosalpingogram test showed, unilateral occlusion -left tube occluded and migration of essure device. Successful occlusion of left fallopian tube with essure device. But essure device in the right fallopian tube was displaced in the uterine cavity most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction, fibromyalgia, bladder problems or change, urinary problems or changes, hair loss, menopause was triggered by hysterectomy, infection in uterus, cystitis, migraines, headaches, nausea, brain fog, pain, perforation (of fallopian tube), perforation (other) (not specified), skin irritation, peeling away from fingernails, weakening of fingernails, weight gain, excessive scar tissue, bloating, abdominal pain, back pain, urinary burning, frequency an hesitance, shooting pain in vaginal pain, allergic response to latex, allergy blisters" were added. Lot number was added. New reporter were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (of fallopian tube)'), device expulsion ('migration of essure: right essure coil migrated to uterine cavity/ migration of essure device location of device: right essure coil migrated to uterine cavity'), perforation ('perforation (other) (not specified)'), uterine infection ('infection in uterus/ infection (bladder/urinary tract/vaginal) type: infection in uterus') and genital haemorrhage ('bleeding / abnormal bleeding') in a 28-year-old female patient who had essure (batch no. 626220,626287,626905) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On (B)(6) 2008, hysterosalpingogram test showed, unilateral occlusion -left tube occluded and migration of essure device. Successful occlusion of left fallopian tube with essure device. But essure device in the right fallopian tube was displaced in the uterine cavity. Concurrent conditions included overweight, ovarian cyst, pelvic pain, urinary frequency and cervicitis. Concomitant products included gabapentin and piroxicam (flexirox). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)") and nausea ("nausea"). On (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) and cystitis ("cystitis"), 3 months 12 days after insertion of essure. In (B)(6) 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain, depression ("depressed/ psychological or psychiatric condition: depression."), artificial menopause ("menopause was triggered by hysterectomy/ hormonal changes describe: menopause was triggered by the hysterectomy"), scar ("excessive scar tissue") and abdominal distension ("constant bloating/ gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("extreme debilitating menstrual pain / dysmenorrhea/ dysmenorrhea (cramping)") and dysuria ("urinary burning / dysuria"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In 2013, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia/ autoimmune disorder type of disorder: fibromyalgia/ reproductive system disorder or condition type of disorder or condition: fybromyalgia"). In (B)(6) 2015, the patient experienced migraine ("migraines / chronic migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced skin irritation ("skin irritation/ allergic or hypersensitivity type: skin irritation"), skin exfoliation ("peeling away from fingernails/ allergic or hypersensitivity type: skin peeling away from fingernails") and onychomalacia ("weakening of fingernails/ allergic or hypersensitivity type: weakening of fingernails"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxious/ psychological or psychiatric condition: anxiety."), feeling abnormal ("brain fog"), allergy to metals ("nickle allergy"), back pain ("back pain / low back pain"), urinary hesitation ("frequency an hesitance"), vulvovaginal pain ("shooting pain in vaginal pain"), rubber sensitivity ("allergic response to latex"), drug hypersensitivity ("allergy blisters") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy(full) , salpingectomy, oophorectomy, full hysterectomy and undergo a total hysterectomy with bilateral salpingooophrectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device expulsion, perforation, uterine infection, dyspareunia, menorrhagia, fibromyalgia, alopecia, artificial menopause, cystitis, nausea, feeling abnormal, allergy to metals, skin irritation, skin exfoliation, onychomalacia, dysuria, urinary hesitation, vulvovaginal pain and endometriosis outcome was unknown, the genital haemorrhage, vaginal haemorrhage, scar, back pain, rubber sensitivity and drug hypersensitivity had resolved and the dysmenorrhoea, anxiety, depression, migraine, headache, weight increased and abdominal distension had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, artificial menopause, back pain, cystitis, depression, device expulsion, drug hypersensitivity, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fallopian tube perforation, feeling abnormal, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, onychomalacia, perforation, rubber sensitivity, scar, skin exfoliation, skin irritation, urinary hesitation, uterine infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, bleeding, cramping, and dyspareunia, among other symptoms. (B)(6) 2008 surgical removal of coils- hysteroscopic sterilization via essure technique right fallopian tube 2013 full hysterectomy, everything removed (per pfs). Date(s) of insertion: (B)(6) 2008, coil needed to be replaced; (B)(6) 2008 (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case was found to be duplicate of case (B)(4), all information from this case were transferred to case (B)(4). No new follow-up information was received from the reporter. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme debilitating menstrual pain"), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a total hysterectomy with bilateral salpingooophrectomy). Essure was removed in (B)(6) 2013. At the time of the report, the genital haemorrhage, dysmenorrhoea, abdominal pain lower, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia and genital haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, bleeding, cramping, and dyspareunia, among other symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.